Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to 5mm to occlude the vessel. The physician inserted a 4.5x13 stent delivery system and placed the sent. The physician removed the stent delivery catheter. The physician inserted the aspiration catheter, and noticed the occlusion balloon had deflated. The physician was able to aspirate particulate from the vessel and removed the device from the pt. The pt is reported to be fine.